Event description:
The implant failed (did not integrate) in mouth. Patient came in for a 2 month check-up, to check for integration. All implants were integrated except for #22 (07457-s), it was mobile, but there was no pain. Implant was removed because of no integration.

Event description:
The implant failed (did not integrate) in mouth. Patient came in for a 2 month check-up, to check for integration. All implants were integrated except for #22 (07457-s), it was mobile, but there was no pain. Implant was removed because of no integration.